Manufacturer narrative:
The event occurred on an unspecified date of july 2022 (stated as "over the weekend"). The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.).

Event description:
It was reported that three (3) integrated apd sets w/cassette were damaged; further described as ¿scratches or a crack in the middle of the cassette¿. This was observed during preparation of the devices for at home automated peritoneal dialysis therapy. As a result, the patient did not use the cassettes with the noted issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: three (3) actual samples were received for evaluation. A visual inspection with the naked eye was performed and an indentation on the cassette sheeting caused by the tubing pressing the sheeting through packaging, sterilization, and shipping of the product was observed. This is not considered a defect, therefore the reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.